Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ 30 ml syringe there was an issue with foreign matter on the piston rod. The following information was provided by the initial reporter, translated from german to english: hair in sterile syringe 3 points on piston rod, which indicate contamination

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ 30 ml syringe there was an issue with foreign matter on the piston rod. The following information was provided by the initial reporter, translated from german to english: hair in sterile syringe 3 points on piston rod, which indicate contamination.

Manufacturer narrative:
Investigation summary: two samples and two photos were provided to our quality team for investigation. Upon visual inspection of the sample received, a hair is observed outside one of the syringe and black spots are noted on the plunger in the second sample. Using magnification, the black spots were identified to be burnt polypropylene particles. A device history record review found no non-conformances associated with this issue during production of this batch. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. The root cause related to the hair that was observed was determined to have occurred during the manufacturing process due to exposure of operator/personnel not following the protective clothes rules. It is likely the polypropylene originated from the molding process. During manufacturing, when first starting the injection machine used in the molding process, the machine is ran to clear any loose particles and the first few pieces are rejected. These machine routinely undergo proper maintenance and cleaning. While a direct issue was not identified, it was determined the root cause is related to a failure during this process that resulted in the incident reported. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub- processes according to procedures. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.